Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics and motor. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button error alarm due to blank display. Pump received with minor scratched display window, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was 490 mg/dl prior to the incident. The customer reported the buttons not responding at times. He was cleaning a swimming pool and falling in, but the insulin pump was not wet for a long period of time. The customer did troubleshoot and observed the time clock advance. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.